Manufacturer narrative:
- It was reported that the screw broke. - the reported event is confirmed upon investigation of the returned picture. - visual evaluation identified that the screw had broken into several pieces. Surgical technique and preparation or patient bone quality was not noted for this complaint. Additionally, without the return of the device, further investigation cannot be performed. - the root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during arthroscopy when the screw was tightened the screw crumbled. All pieces were retrieved from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.